Manufacturer narrative:
In response to FDA report number mw5081647. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.¿ this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, "horrible joint pain in my knuckles, hands, wrists, elbows and knees" and "brain fog" as well as "chronic fatigue, ringing in ears and constant fatigue" and "dizzy spells, blurred vision, dry eyes, a strange body odor, skin issues, horrible digestive issues and massive nodules on my fingers." This record is for the left side. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side capsular contracture, baker grade iii.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, "horrible joint pain in my knuckles, hands, wrists, elbows and knees" and "brain fog" as well as "chronic fatigue, ringing in ears and constant fatigue" and "dizzy spells, blurred vision, dry eyes, a strange body odor, skin issues, horrible digestive issues and massive nodules on my fingers." This record is for the left side. Device has been explanted.